Event description:
The caller alleged discrepant results when compared with another poc meter. The following results were reported: inratio: 4.5, 3.9, 3.3, 3.8 protime: 3.8, 3.2, 4.8, 3.5.

Manufacturer narrative:
Per tr 0150, the calculated mean of the inratio meter and comparative system inr are 4.15, 3.55, 4.05 and 3.65 for the 4 sets of data. 1) the confidence limits for the 4.15 mean are 2.4-5.7. The reported inr values from the complaint were 4.5 and 3.8. Both values are not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing is required at this time. 2) the confidence limits for the 3.55 mean are 2.1-5.1. The reported inr values from the complaint were 3.9 and 3.2. Both values are not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing is required at this time. 3) the confidence limits for the 4.05 mean are 2.4-5.8. The reported inr values from the complaint were 3.3 and 4.8. Both values are not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing is required at this time. 4) the confidence limits for the 3.65 mean are 2.1-5.1. The reported inr values from the complaint were 3.8 and 3.5. Both values are not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing is required at this time.